Manufacturer narrative:
The reported event was lead dislodgement. As received, a partial lead was returned in three pieces. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts. The helix mechanism/extension length test was unable to be performed due to the condition of lead as received.

Event description:
It was reported that the patient presented for revision of the right atrial lead due to dislodgement. The lead was explanted and replaced device change. The patient was stable.